Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that burst balloons have occurred in an unknown quantity of half day infusors. This occurred during filling of the device with unknown drug(s). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)94). The lot was manufactured from 10/02/2013 to 10/07/2013. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.